Event description:
Pt was revised due to poly wear; osteolysis was present.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the warsaw and international complaint databases did not reveal any other reports for the reported manufacturing lot. The invesigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Additional, the product code is a discontinued item.